Event description:
It was observed during device evaluation, that the gynecologic laparoscope exhibited noise image, broken outer tube, and error 104 occurred. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to broken video cable, a noise image occurred and due to broken thermistor error 104 occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.